Event description:
Additional information received reported that an overdischarge event occurred. The patient stopped using stimulation as it needed to be reprogrammed and it was uncomfortable. The patient was trying to arrange a reprogramming session with a manufacturing representative; however, they were unable to coordinate a time. This occurred over 3 months ago. The patient was to call the physician's office to schedule an appointment to have the device reset. The patient had an appointment on (B)(6) 2016.

Event description:
Additional information received reported that an overdischarge event occurred. The patient stopped using stimulation as it needed to be reprogrammed and it was uncomfortable. The patient was trying to arrange a reprogramming session with a manufacturing representative; however they were unable to coordinate a time. This occurred over 3 months ago. The patient was to call the physician's office to schedule an appointment to have the device reset.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they were unable to charge the implant. The patient then reported that she was able to charge the implant with some coupling bars. The reposition antenna message was seen and no communication with another device was possible. The programmer and recharger would not communicate with the implant. The last time stimulation was felt was (B)(6) 2015 and the last time the implant was charged with some coupling bars was (B)(6) 2015. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the patient reported she was getting a power on reset (por) on her patient programmer and recharger. She was at the doctor's office yesterday and they did a trickle charge and she had to go home and charge, and now she was getting the por message. It was determined it was a warning por and the consumer would need to have the doctor's office clear it.